Event description:
It was reported that the customer went to the emergency room and was hospitalized with a blood glucose level of 689 mg/dl and ketones that were not identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin. The customer was released on (B)(6) 2025 with issue resolved and no permanent damage.